Event description:
It was reported that t-wave oversensing on the rv lead causing fluctuations was observed post open heart surgery. Several episodes in vt/vf zone with inappropriate shocks and atp delivery for oversensing and inappropriate rate pacing were observed. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.